Manufacturer narrative:
D1 revised brand name since the initial report was submitted. B1 product problem was inadvertently omitted on the initial report and therefore section b1 was corrected, repopulated accordingly to align with the reported event. The investigation was completed and h6 codes were updated. Investigation summary: tachycardia, cardiac arrest: the root cause of the injury was unable to be determined due to insufficient clinical details. Low or blocked pump flow: the root cause of the low or blocked pump flow was most likely patient condition related based on the provided clinical details and data log analysis.

Event description:
An impella cp device was inserted into the left femoral artery in a 64-year-old male patient presenting with an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support post-high-risk percutaneous coronary intervention (pci). During the procedure, the patient required intubation, and was placed on a ventilator for respiratory support. Sometime later, a code blue was called and chest compressions were initiated. The physician placed the patient on venous-arterial (va) extracorporeal membrane oxygenation (ECMO). The impella was unable to flow higher than p-1 at 0.5l/min. A transesophageal echocardiogram (tee) showed severe biventricular dysfunction. A week later, the patient experienced episodes of ventricular tachycardia (vt) that required cardioversion. The family elected to withdraw care, and the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock, along with the complications of stage e shock. Ventricular tachycardia was reported to have a possible relationship to the impella cp.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock, along with the complications of stage e shock. Ventricular tachycardia was reported to have a possible relationship to the impella cp.